Manufacturer narrative:
The assy fru, lce with cvr, wht was received at the manufacture on december 12, 2017 and was sent to the supplier.

Manufacturer narrative:
Product evaluation: the fru, lcd with cvr, xps rohs was analyzed by the manufacture on april 14, 2018. During functional test, visual display quality failed for dirty display and the unit demonstrated frozen display. The tsb firmware was upgraded and the touch screen function on the display was okay after the upgrade. Probable root cause: based on the analysis, the probable root cause of the failure reported could be due to the frozen display.

Event description:
It was reported that during preparation of a prostate procedure, it was noted that the display screen was blank. The procedure was completed utilizing a different device. Reportedly, there were no complications; no injury was reported.

Manufacturer narrative:
The returned master control board has been disposition to be scrapped once the failure analysis has been completed.

Manufacturer narrative:
Product evaluation: the console was repaired in the field on october 26, 2017. The mother control board and the top cover were replaced and pm was performed. The system was tested and verified to meet manufacturer's specifications. The suspected faulty top cover and mother control board have not returned for evaluation.

Manufacturer narrative:
As previously reported: service in the field was performed on october 26, 2017. The assy, fru, mcb s/n#: (B)(4) was received at the manufacture on november 29, 2017.